Manufacturer narrative:
Additional suspect medical device components involved in the event: model : sc-2218-50, serial : (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure and another reason for the explant was that the patient was not compliant with using the device for her pain. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having pain at the pocket site. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was having pain at the pocket site. The patient will undergo an explant procedure.